Event description:
It was reported that ht epatietn had no access to sound iwth the device. Reimplantation is planned but not scheduled yet.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.